Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The serial number of the meter is unknown; therefore, the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she was feeling "tipsy" so she attempted to test using her adc blood glucose meter, but when she inserted a test strip the meter showed an unspecified error message. It was further reported customer self-presented to a healthcare provider where she was diagnosed with hypoglycemia and treated with a glucagon injection. It was also noted the customer was also given the following diagnoses: hypertension and hypotension. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.